Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification due to contamination of the battery shorting bar. It was also noted that the reason for service was confirmed as the epg would not power on. Contamination was also identified on the battery drawer, the battery board assembly and the battery chassis. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not power on . The external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.